Manufacturer narrative:
UDI: unknown gtin/unknown lot number. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery at l3-s1 disk levels was performed on (B)(6) 2016. Original surgery date was sometime in 2015 due to the patient presenting with lumbar disc degeneration. A depuy expedium construct was used with synthes transforaminal posterior atraumatic lumbar spacer (tpal) implants. Surgeon implanted the tpal spacers' at all three (3) levels, l3 thru s1. During revision surgeon removed two (2) depuy locking caps at the left side. Surgeon tapped back into the intervertebral disc space the tpal spacer at the l5-s1 disc space where the implant had migrated. The tpal spacers at the other two levels were reported as fine. Surgeon then replaced the patient with two new depuy expedium locking caps. Surgery was completed successfully and patient is reported as stable. Sales consultant stated he has no more additional information on this event.